Event description:
There was difficulty charging the neurostimulator. The pt was seen by a field rep. The device appeared to be deeply implanted and tipped in the pocket. It was reported that the implantable neurostimulator flipped in the pocket. The pt had surgery on (B) (6) 2010 which had resolved the problems with the neurostimulation system. Starting in (B) (6) 2010, the implantable neurostimulator was difficult to recharge. Historically, 4 recharge efficiency bars would darken (of 8 possible). No bars darkened when the rep was present. When the recharger antenna was used, the reposition antenna screen would appear. The device was shallow and situated tightly in the pocket. The field rep and hcp did not believe the device was flipped. No x-rays were taken. There was no fall or trauma associated with the event. A replacement recharger was sent to the pt. The neurostimulator was interrogated by the pt programmer; its battery was 25% recharged. The pt was able to recharge with the help of pt services. The replacement recharger was dropped on the floor. The pt again had difficulty recharging. A third recharger was sent to her. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4).